Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. Per md, a pump malfunction caused the low blood glucose level. Md also wanted the pump replaced. The bottom part of the pump had broken and was coming apart. The customer was unaware and continued to bolus. The customer tried to push the pump together and accidently injected herself with a large amount of insulin.